Manufacturer narrative:
An ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed. In addition, the shaft was noted to be kinked. During functional analysis, shaft bowed during a failed deployment attempt. It was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint; the stent was received partially deployed. The noted damages to the returned device were consistent with excessive force being applied during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-00251 and 3005099803-2016-00252 for the other associated device information. It was reported to boston scientific corporation on january 25, 2016 that two ultraflex tracheobronchial distal release stents were used during an airway stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was to be used to treat a malignant stricture. Reportedly, the patient's anatomy was not tortuous and the stricture was dilated prior to the procedure. During the procedure, while deploying the ultraflex¿ tracheobronchial stent (the subject of MFR report # 3005099803-2016-00251), the deployment suture got stuck. The tension on the string caused the stent to pull itself proximally and the catheter to bow. The stent was removed from the patient partially deployed on the delivery system. A second ultraflex¿ tracheobronchial stent (the subject of MFR. Report # 3005099803-2016-00252) was attempted to be deployed; however, the same event occurred and the stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). (B)(6). Reported event of stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-00251 and 3005099803-2016-00252 for the other associated device information. It was reported to boston scientific corporation on (B)(4) 2016 that two ultraflex tracheobronchial distal release stents were used during an airway stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was to be used to treat a malignant stricture. Reportedly, the patient's anatomy was not tortuous and the stricture was dilated prior to the procedure. During the procedure, while deploying the ultraflex¿ tracheobronchial stent (the subject of MFR report # 3005099803-2016-00251), the deployment suture got stuck. The tension on the string caused the stent to pull itself proximally and the catheter to bow. The stent was removed from the patient partially deployed on the delivery system. A second ultraflex¿ tracheobronchial stent (the subject of MFR. Report # 3005099803-2016-00252) was attempted to be deployed; however, the same event occurred and the stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.